Manufacturer narrative:
Add'l 510(k) # k011909.

Event description:
It was reported that during a left upper extremity fistula angioplasty treatment procedure, balloon deflation difficulties were encountered. The customer stated that, "during the procedure, [the] balloon would not deflate. Md had to use needle to deflate the balloon." The lesion being treated was a 90% stenotic, non-calcified, de novo lesion which was not predilated. The physician had no difficulty prepping or inflating the balloon, but the number of atms reached is unknown, as the balloon was manually inflated without an inflation device. The balloon was inflated for 10 seconds before the physician attempted deflation, and for approximately 2 minutes total inflation time before it was removed. The patient was asymptomatic during this event. A transcutaneous puncture with a 25 gauge needle was performed to deflate the balloon. The balloon was fully deflated when removed and in an intact condition. There were no patient complications related to the balloon deflation difficulty. The procedure was successfully completed with this device. Patient status is reported as "good."